Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device user cannot use the touchscreen. The device was not in clinical use at the time of the event. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The key market reported that the customer decided to go with a third party company to evaluate the device. No further assistance was provided by philips. It could not be determined if the customer's issue was resolved or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.